Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, fatigue, migraine and headache outcome was unknown and the menorrhagia, allergy to metals and rash had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma and rash to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, nickel allergy, rash/skin condition, psych injury, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, nickel allergy, rash/skin condition, psych injury, fatigue, migraine, headaches. Reporter's information was updated. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.